Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported in with a recoverable error on universal surgical manipulator (usm) 2 and had disabled the usm prior to calling in. The logs showed 25730 pointing to usm. Intuitive surgical, inc. (Isi) technical service engineer (tse) advised site to do hard restart of the patient side cart (psc). When site tried to restart the system, they were getting error 1 and a power button that was flashing blue back and for to each side and had orange in the middle. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The customer disarmed the arm then called the technical support who instructed to turn off the system and do hard restart on the patient cart to get the arm control back. The procedure was completed with an entirely different psc and all 4 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure was confirmed as having occurred in the field via remote fe and was replicated in-house. Logs shows multiple communication errors (25730, 32097, 31226) occurring on arm 2. The unit was tested on an in-house system in normal mode where triggered a 31226 error. The unit was also tested on a pftp where it passed fiber test but had a low score on the clock spring and parallelogram fibers. The unit passed all other required tests thereafter. As a fix, the clock spring and parallelogram fiber assemblies will be replaced. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.